Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6). H6: medical device problem code 1494 - indication for usena.

Event description:
It was reported that on (B)(6) 2023 this was a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique via an 18f sheath hole prior to an interventional ep (electrophysiology) procedure with a leadless pacemaker. Reportedly, only one prostyle was used. The sheath was upsized to a 27f and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no issue with the prostyle. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Ten days after the procedure (B)(6) 2023, the patient presented to the hospital with a swollen foot. Venous stenosis or thrombus was suspected. An angiogram was performed when the patient returned with a swollen foot, but thrombus was not confirmed. The patient was re-admitted to the hospital for the swollen foot. The swelling resolved with anti-coagulant medication. The patient was discharged from the hospital on (B)(4) 2023. The physician commented that he does not know if the prostyle device was the cause of the swollen foot. The patient was treated with an anti-coagulant. No additional information was provided.

Manufacturer narrative:
E1: (B)(6) hospital. The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of stenosis is listed in the electronic perclose prostyle instructions for use as a known adverse event of use of the device. The electronic prostyle instructions for use states: for access sites in the common femoral vein using 5f to 24f sheathes. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.